Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. Reportedly, the crt-d was removed from the pocket and placed on the right jugular for temporary pacing support until the re-implant of a new device. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was reprogrammed and remains in service.